Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the distal tip of the cannula's track is severely bent. In addition, the handle assembly is slightly damaged. The device's mechanism functioned as per surgical technique. The device met all material specification as received. Complainant's event typically caused by leveraging/prying the device during implantation procedure. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not yet returned.

Event description:
It was reported that a curved needle speedcinch was used for a meniscal repair procedure. The surgeon had a difficult time positioning the speedcinch, as it had to be pushed against the femoral condyle. The needle bent during positioning and was unable to be used. The surgeon attempted a second ar-4502 device with the same result. It was also reported that there was some articular cartilage damage of the femoral condyle. No pictures were taken of the articular cartilage damage. Rep stated that the needle of the speedcinch appeared to scrape the bottom of the condyle. No extra incisions were made. The surgeon debrided the defect with an arthroscopic shaver. Surgeon used another manufacturer's product to complete the procedure.